Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. It was reported a pericardial effusion was diagnosed via intracardiac echocardiography (ice) catheter after the patient's pressure dropped. A pericardiocentesis was performed by the physician. Physician's opinion on the cause of this adverse event was that it was procedure and patient condition related. Patient is stable in sinus rhythm. Patient required extended hospitalization. Transeeptal puncture was performed. Ablation was performed prior to noting the cardiac tamponade. No evidence of steam pop. Other relevant history includes persistent afib for a couple of months.